Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr0355 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the PICC was placed on (B)(6) 2020 and patient developed a dvt. No other information was provided.